Event description:
It was reported that pump experienced malfunction with malfunction code displayed and pump shut down unexpectedly, with no prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged replacement pump, confirmed warranty and shipping details, provided instructions for placing pump in storage mode and returning it within 10 days, and advised customer to program pump settings and connect glucose sensor to replacement pump.